Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The soft component of the up and down button is damaged due to handling with sharp objects. The buttons shouldn't be actuated by using hard or sharp objects. Due to the leaky soft components liquid entered and always active button(s) is the resulting.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device had displayed e7 (electronic error) and that the soft components of the up and down buttons were damaged. The up button was found to be presently pressed causing all of the other buttons to not function. The battery was replaced in the device and it then displayed e8 (power interrupt). No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.